Event description:
Customer reported she changed her infusion set and after a little while, the device alarmed no reservoir. The device is not detecting the reservoir. Customer's blood glucose was 325 mg/dl. She stated she filled the reservoir with one hundred and eighty units of insulin. When she disconnected, the reservoir was empty. She is not sure if the insulin was delivered to her or not. The device was not exposed to a strong magnetic field. Customer can rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)